Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the distal segment of the lead was returned, analyzed and analysis revealed the proximal conductor was fractured. It was further noted that the defibrillation superior vena cava and right ventricular coils were kinked/buckled, there was blood on the proximal and distal conductors (not obstructed), the inner and outer insulation were breached cut, there overlay tubing was cut and melted, the outer insulation was melted and there was a cosmetic white substance on the overlay tubing. There was cosmetic environmental stress cracking of the overlay tubing, the overlay tubing had blood ingression and was kinked/buckled.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was oversensing which led to inappropriate shocks. The lead was to be extracted the following day. During the laser lead extraction of a competitor atrial lead the patient became hypotensive and arrested. It was further reported the left ventricular lead had loss of capture during procedure. Resuscitation efforts were unable to save the patient. A chest tube was placed and blood was returned. Cause of death that was returned is cardiac arrest. The cause of the cardiac arrest is under investigation, results of the autopsy have been requested and not yet made available.

Event description:
It was reported that the right ventricular (rv) lead was oversensing which led to inappropriate shocks. The lead was to be extracted the following day. During the laser lead extraction the patient became hypotensive and arrested. Resucitation efforts were unable to save the patient. A chest tube was placed and blood was returned. Cause of death that was returned is cardiac arrest. The cause of the cardiac arrest is under investigation, results of the autopsy have been requested and not yet made available.